Event description:
At about 9 years 11 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (12 to 20 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 october 2023. Lot 131854: (B)(4) items manufactured and released on 04-july-2013. Expiration date: 2018-05-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.